Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition was observed due to the tubing to the active exhalation control module being disconnected. The device's tubing was reconnected to address the issue.